Event description:
It was reported that a decline in the patient's hearing performance was noticed by the guardians since (B)(6) 2013. Head trauma is denied by guardians and problems of external devices are excluded. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.